Event description:
Had exchange of textured implants and since then I have been in pain on my right breast and felt ill. Give best estimate of duration: 11 years. Reason for use: previous deformities. Breast implant illness. FDA safety report ID# (B)(4).